Event description:
This was a patient on ECMO, hfov and nitric oxide who was a post-diaphragmatic hernia repair. The catheter was used as a chest tube for drainage. The tip sheared off and this resulted in a tension pneumothorax which required an additional chest tube placement. We are pretty sure that the catheters are all from the same lot (those from previous incidents). In previous incidents, the problem (staff states that there were visible tears in the catheters) was noted prior to use on the patient.